Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17016742 is 10885403246913. The customer¿s report of fluid leaking from the filter vent was not confirmed. Visual inspection of the set noted no obvious physical damages or issues. Functional testing was performed without leaks observed anywhere on the set. The root cause of the reported leak was not identified as it was not replicated during testing.

Event description:
The customer reported fluid leaked from the air vent on the filter. There was no patient harm.